Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-09020. It was reported ((B)(6)) invalid impedances were observed during an ipg replacement surgery. The lead was replaced with a new one. It was noted the lead was damaged at the anchor site and the anchor was broke as well. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.